Manufacturer narrative:
(B)(4)diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the cgm reading was low and the patient was feeling that her whole body was twitching, she was dizzy and she could not stand up. She was not able to take a bg reading at that time. The patient called an ambulance around 6:30 pm. They took her to the hospital and arrived at the emergency room (ER) around 7:30 pm. At the ER they took a bg reading which was 750 mg/dl and the cgm reading was below a 100 or urgent low (the patient couldn¿t provide specific information). At the hospital they diagnosed her with a diabetes shock and treated her with insulin and 4 baby aspirin and other unspecified medication. The patient was discharged around 1:30 am and her bg reading was down to 500 mg/dl. She was advised to self-treat with more insulin as soon as she gets home and to change her dexcom sensor. At the time of the report the patient was feeling better but was exhausted. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.